Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified there is bio-debris inside of the threads. There is damage to the threads of the device due to the damage the device could not be checked with a gauge. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. Definitive root cause cannot be determined. Complaint confirmed based on the damage to the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 010000664 g7 pps ltd acet shell 54f 7560173. G2: foreign: china. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-03018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cup cannot be removed from the shell inserter. The surgeon removed the cup and implanted a new shell causing a thirty (30) minute delay. No known impact or consequence to the patient.